Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer had an "overlay on air detector where led are, not functioning". No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system (h-1200) was returned for investigation. The device was powered on and the investigator noticed that there was no led alarm indicator on the air detector. The customer reported product problem was therefore confirmed. The damaged user interface/membrane switch, solenoid and crack return tube were replaced. The device passed all functional tests after this repair. The problem source of the reported product problem was unknown. A root cause was not established.